Event description:
The customer contacted olympus to report a blurry image while using the videoscope during an unspecified procedure. There was no report of patient injury as a result of the event.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. However, it is a know issue and likely occurred at the customer's site. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following are the probable causes: - the entire image was blurred due to damage to the charge-coupled device (ccd) unit - the entire image was blurred due to sliding error of movable range that occurred in the zoom scope - blurring the entire image occurred within the allowable range - the entire image was blurred due to damage or deformation of the connector. In addition, the following non-reportable malfunctions were found during the device evaluation: water leakage in the pliers pipe, water leakage in the bending rubber, image shadow caused by damage to the ccd, yellowing of the insertion tube, immersion in the beam, wear of the handle, discoloration of the button, wear of the suction cylinder, wear of the channel port, and cracks in the light guide hose. Olympus will continue to monitor field performance for this device.